Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a no external power event on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (serial number: (B)(6)) was evaluated following the reported event of a no external power alarm. The mpu was not returned for analysis; however, log files were submitted for review and data from the reported event date of 18jun2024 was reviewed. Shortly before 08:09:22 while the patient is connected to the mpu, a loss in alternating current (ac) power occurs activating a no external power alarm. The no external power alarm clears at 08:10:30 when the white system controller power lead is connected to a fully charged 14v li-ion battery. The backup battery provided support to the system during this event. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that the patient has the v-lock connector for the mpu ac power cord, and that the ac power cord did not come loose. It was also stated that a brief loss of power to the house occurred during a thunderstorm, and that the system controller briefly alarmed however power came back to the mpu without any intervention. The observed no external power alarms were determined to be due to environmental circumstances. The reported event could not be correlated to an issue with the mpu. Device history records for the mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the no external power event was a brief loss of power to the house during a thunderstorm. The patient's mother stated the system controller briefly alarmed, but the power came back on without any intervention needed.